Event description:
Using a freestyle libre 3 plus I began to get high readings on the phone app. I thought it indicated that I had an infection that was not apparent. The next day I went to the doctor and she found a cyst on my back. We thought that might be the cause, so she referred me to a general surgeon. The surgeon would not see me for over a month. So, I went to my dermatologist as it was a skin cyst. I saw him the next day. The glucose monitor indicated readings 100 points above what I would have expected given diet and other influencing factors. He found no infection related to the cyst but recommended future removal. At this point I had no clue as to why my blood sugar was surging. Neither myself, the general practitioner, or the dermatologist thought to examine the accuracy of the libre 3 plus. A finger stick at any point would have cleared up the issue: the sensor had failed without warning and was giving wildly inflated readings. The problem is that if I had been on insulin (I am not) I may have badly overdosed and had life-threatening consequences. All parties involved needed to be aware that a high reading failure is quite possible. The app could be designed to recognize an anomaly (a day when the pattern of previously read values do not match the current day's readings) has occurred. The app could warn of possible sensor failure and suggested a finger stick verification of accuracy. The other action available would be for prescribers to go over the need to verify readings with a finger stick at the time of the initial prescription. Pharmacists as well. Abbott could be required to periodically remind docs that high reading failures are possible.